Event description:
A talent stent graft device was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 18 months ago. Aneurysm and vessel morphology were not reported. The patient had a second intervention 11 months post the initial implant procedure for an unk reason. It was reported that the patient expired approximately a week after this intervention. No further information was provided.

Manufacturer narrative:
(B) (4). Eval results: death; aneurysm and vessel morphology were not reported, unk reason for intervention and cause of death. Conclusion: aneurysm and vessel morphology were not reported, unk reason for intervention and cause of death.